Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted during testing. The unit had cracked case at display window corner, cracked lcd window and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error and was unable to clear it. Customer's blood glucose was 84 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to revert to back up plan. No further information reported.